Event description:
The account generated false elevated architect creatinine on a patient that repeated lower. Patient 1 generated architect creatinine of 80 mg/l that repeated 8 mg/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer performed a review of the reaction curves and found that the reactions appeared unusual for the results that were discrepant, issue seemed to be with cuvette 30. The customer removed the cuvette for cleaning and found a small piece of plastic in the cuvette. The customer inspected the other cuvettes and found no other problems. The issue was resolved by removing plastic from the cuvette. The lot number of the cuvette is unknown. A search of the service history for the instrument found no other tickets related to the complaint under investigation. A review of metrics did not identify any adverse or non-statistical trends for cuvettes. The architect system operations manual has adequate labeling for troubleshooting erratic results and replacing cuvettes. Based upon the data available and the results of this evaluation no malfunction or systemic product deficiency was identified.

Manufacturer narrative:
The customer cleaned cuvette #30 where the falsely elevated results occurred and found a piece of plastic, which was removed. (B)(4). A follow up report will be submitted when the evaluation is complete.